Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty establishing communication between her ipg and external devices. Eventually, the ipg was unable to communicate with external devices and lost stimulation. Patient indicated connection had not been possible since springtime (exact date not provided). Troubleshooting confirmed the issue. Surgical intervention may take place at a later date.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's inoperable ipg was explanted and replaced. Therapy has been restored postop.